Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing the patient received 4 inappropriate treatments from the lifevest. The patient was reportedly in the hospital and lost consciousness prior to the treatments. Nursing staff attempted resuscitation of the patient. Prior to the first treatment, the device properly detected asystole with intermittent cardiac activity at 4:03:14 am at 4:13:06 am, the patient received and 8 joule treatment from the lifevest. The patient's ECG at the time of the treatment shows CPR artifact. The post-shock rhythm was bradycardia at 50 bpm transitioning to CPR artifact. At 4:16:23 am, a 7 joule treatment was delivered. The patient's ECG at the time of the treatment shows CPR artifact. The post shock rhythm was also CPR artifact. The two low energy pulses were likely due to an open garment during CPR, resulting in poor therapy electrode contact, as evidenced by the CPR artifact in the ECG readings. At 4:18:39 the patient received the third treatment shock. The ECG at the time of the treatment shows CPR artifact, and the post-shock rhythm is CPR artifact. At 4:19:16, the patient received the fourth treatment. The patient's ECG at the time of the shock shows CPR artifact. The post-shock rhythm was idioventricular rhythm at 70 bpm with tactile artifact. The device was shut down at 4:19:18 am. The CPR artifact contributed to the false detection. Hospital staff removed the lifevest after the treatments and reported that the patient passed away due to sudden cardiac arrest. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to shock delivery.